Event description:
It was reported that this right ventricular (rv) lead showed loss of capture (loc) after another device was implanted in the patient. The rv lead sensing showed no problems. The patient does not required rv pacing and left ventricular pacing was recommended. Several days later a defibrillation threshold (dft) test was attempted. The rv lead was surgically abandoned and left in the pocket. A new rv lead was successfully implanted and also a successful dft was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.